Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced during the procedure. The patient was in stable condition.